Manufacturer narrative:
(B)(4). Investigation summary: two photos of a lever lock cannula in a fully sealed blister pack from batch 8323958 (p/n (B)(4)) were received and evaluated. It was observed there was a cluster of black foreign matter particles outside the fluid path. The particles appeared to be attached to the bottom web of the package as well as the top and middle of the hub. The composition of the foreign matter could not be determined based on the photo but at least one particle was large enough in size to be rejectable per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: potential root cause for the foreign matter defect is likely associated with the packaging process. Rationale: no corrective actions are necessary based on the defective rate identified.

Event description:
It was reported that cannula interlink lever lock had foreign matter. The following information was provided by the initial reporter: debris noticed in unopened sterile packaging. Dirt found inside unopened product.